Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ battery; model#:1650 / catalog#: 1650 / expiration date: 31-march-2021 / serial#: (B)(4); device available for evaluation: no device evaluated by MFR: no, device evaluation anticipated, but not yet begun; mfg date: 25-march-2020 labeled for single use: no; (B)(4); brand name: heartware ventricular assist system ¿ battery; model#:1650 / catalog#: 1650 / expiration date: 31-dec-2021 / serial#: (B)(4); device available for evaluation: no; device evaluated by MFR: no, device evaluation anticipated, but not yet begun; mfg date: 07-dec-2020; labeled for single use: no; (B)(4); brand name: heartware ventricular assist system ¿ battery; model#:1650 / catalog#: 1650 / expiration date: 31-march-2021 / serial#: (B)(4); device available for evaluation: no; device evaluated by MFR: no, device evaluation anticipated, but not yet begun; mfg date: 25-march-2020; labeled for single use: no; (B)(4); brand name: heartware ventricular assist system ¿ battery; model#:1650 / catalog#: 1650 / expiration date: 31-march-2021 / serial#: (B)(4); device available for evaluation: no; device evaluated by MFR: no, device evaluation anticipated, but not yet begun; mfg date: 25-march-2020; labeled for single use: no; (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the ventricular assist device (vad) patient were having issues with the controller and four batteries. Out of the four batteries three exhibited critical battery alarms and two exhibited communication error. The controller was alarming without any displays. The controller and four batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional products: serial# (B)(6) d9: yes return date: 2022-09-12 h3;yes h6:FDA method code(s): b01, b15 h6:FDA result code(s): c04 h6:FDA conclusion code(s): d01, d02 h6: patient img code(s): g0403401 serial# (B)(6) d9: yes return date: 2022-09-12 h3;yes h6:FDA method code(s): b01, b15 h6:FDA result code(s): c04 h6:FDA conclusion code(s): d01, d02 h6: patient img code(s): g0403401 serial# (B)(6) d9: yes return date: 2022-09-12 h3;yes h6:FDA method code(s): b01, b15 h6:FDA result code(s): c04 h6:FDA conclusion code(s): d01, d02 h6: patient img code(s): g0403401 serial# (B)(6) d9: yes return date: 2022-09-12 h3;yes h6:FDA method code(s): b17, b15 h6:FDA result code(s): c04 h6:FDA conclusion code(s): d01, d02 h6: patient img code(s): g0403401 product event summary: three batteries (B)(6)) were returned for evaluation. One battery ((B)(6)) and one controller ((B)(6)) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed four (4) critical battery alarms between 01/aug/2022 and 03/aug/2022 that were due to communication errors, involving (B)(6). In addition, review of the data log file revealed several instances involving (B)(6), where the batteries¿ relative state of charge (rsoc) values were between 101-201, which is indicative of communication errors. A communication error will trigger a power disconnect alarm if the other power source is a power source or a battery with an rsoc greater than 25%. Analysis of the data log file also revealed momentary disconnections between the controller and all four (4) batteries. Momentary disconnections will result in an audible tone or beep. This observation was likely perceived as the reported alarms without any displays. As a result, the reported events were confirmed. There is no evidence of lubrication service performed on (B)(6). (B)(6) was lubricated prior release. Possible root causes of the communication errors can be attributed to momentary disconnecti ons on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the reported beeping events can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. CAPA pr00389403 investigated momentary disconnections prior to lubrication servicing. Even though this CAPA is closed, (B)(6) fall within the bounds of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for corrections. A3 corrected to indicate the patient sex is male. B5 corrected to indicate that three of the batteries were exchanged and b7 corrected to include relevant history. D10 was corrected to include concomitant vad therapy date. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that three of the batteries were exchanged.